Manufacturer narrative:
Correction on initial report; concomitant medical products: disregard pri tubing. The report of breakage of the male luer tip of a bi-fuse set and the tip becoming stuck inside a maxzero connector was confirmed. Visual inspection noted the set to be broken off and stuck in the top of the stand-alone maxzero valve. The break site had an uneven break pattern, indicative of a stress break. There were no tool marks observed on the spin lock or stand-alone valve body. Functional testing was not performed due to the breakage of the set. The root cause of the reported failure was not determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the male luer of the tubing broke off and was stuck in the maxzero valve of the primary tubing. There was no patient harm.